Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -06.50/+2.5/110 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2020. The lens was reported as lens rotation not associated to a low vault and refractive change over time. The patient was unhappy with vision (residual myopia). The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.